Event description:
Information received by medtronic indicated that the insulin pump had received low battery alarm and short battery life. No harm requiring medical intervention was reported. The device was returned for analysis.